Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: uterine cavity"), device expulsion ("migration of essure device location of device: uterine cavity/75% of device in right tube in uterine cavity") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 626399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding and adenomyosis. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (undergo one or more surgeries to remove essure, hysterectomy, tubal sterlization). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. First esher (sic) placed on left with approximately 4 coils seen in uterine cavity; right tube, with approximately 10 coils remaining in the uterine cavity. Discripancy noted in essure removal date: (B)(6) 2008 & (B)(6) 2009. Diagnostic results: in (B)(6) 2008, essure confirmation test (hysterosalpingogram) confirmed migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: uterine cavity"), device expulsion ("migration of essure device location of device: uterine cavity/75% of device in right tube in uterine cavity") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure (batch no. 626399) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criterion medically significant) and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, device expulsion (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils, hysterectomy (full)) and surgery (undergo one or more surgeries to remove essure, hysterectomy, tubal sterlization). Essure was removed on (B)(6) 2008. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, vulvovaginal pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had not resolved. The reporter considered device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results: in (B)(6) 2008, essure confirmation test (hysterosalpingogram) confirmed migration of essure device. Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), migration of essure device location of device: uterine cavity and 75% of device in right tube in uterine cavity. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (undergo one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.